Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad was damaged. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad cover has a hole below the ok button and is torn across the ok button. The button contact is exposed. Testing confirmed intermittent responses to button presses on the contrast button. Multiple button presses with increased force applied are required before the contrast button engages. The up, down and ok buttons respond to user input. There was contamination under the contacts of all buttons. (B)(6).